Event description:
It was reported when the device was used during an unknown procedure, the device was dificult to remove after it was fired. As a consequence a deep pelvic hand sewn anastomosis had to be constructed with the formation of a loop ileostomy.